Event description:
It was reported that during testing of the equipment, the tourniquet pump would initially power up, but would fail to stay on. The device was not being used during a procedure. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.